Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation it was identified that there was no direct customer complaint but a notification was automatically raised by philips log file monitoring, which indicated that the flat detector controller and image detector had a communication problem. A philips remote service engineer (rse) analyzed the log file remotely and suspected issue with the 24v direct current power supply to the frontal flat detector. A philips field service engineer (fse) inspected the system on-site and replaced the power supply unit in the m-cabinet to resolve the reported issue. The power supply unit was returned for further analysis and no failure was found. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the flat detector controller and image detector had a communication problem, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.